Event description:
It was reported that the lead exhibited noise, loss of sensing and low impedance. During the explant procedure a lead fracture was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.